Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was confirmed due to the trunk cable being pulled from the strain relief at the distribution node, damaging wires within the cable. The root cause for the strained cable was physical abuse. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.